Event description:
As reported on (B)(6) 2017: the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2010 - the patient underwent sacrocolpopexy , bilateral salpingo-oophorectomy with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patients attorney which included the medical records and patient fact sheet: (B)(6) 2014: the patient complained of some leaking of urine when using stomach muscles and coughing. On exam, it was noted the patient¿s ¿vaginal cuff holding very well.¿ (B)(6) 2014: the patient complained of three day history of urinary frequency, suprapubic pain, flank pain accompanied by discharge of mild odorous urine. Patient was diagnosed with a uti and prescribed oral antibiotics. Alleged outcomes attributed to device of pain, infection, urinary problems, bowel problems, dyspareunia and vaginal scarring.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included general patient outcome allegations: currently, it is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient experienced urinary frequency, suprapubic pain, flank pain accompanied by discharge of mild odorous urine. Patient was diagnosed with a uti and prescribed oral antibiotics. The attorney did not allege a specific device failure. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Based on the limited additional information provided no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. A manufacturing review was performed and found no anomalies. With the current information available at this time no definitive conclusions can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent sacrocolpopexy , bilateral salpingo-oophorectomy with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.